Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, inspected the reservoir snap cap and septum for anomalies none were found. Performed occlusion test by filling the reservoir with diluent, connecting a new infusion set and instilling the reservoir into a medtronic 7 series insulin pump, performed a manual prime fluid flowed through the infusion set and out of the catheter tip, conclusion the reservoir is not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump alarmed no delivery during prime. Blood glucose value was 19 mmol/l. The customer stated that the infusion set and reservoir was changed twice but alarm persisted. Troubleshooting was performed and the customer was able to manually prime without and alarm. Customer then stated that the bolus was partially delivered. It delivered 4.25 units instead of 6.1 units. Customer was advised to do a manual bolus for the difference. The product would be replaced and returned for analysis.